Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. The shape of the appendage was a windsock with a prominent pectinate in the middle. A watchman truseal access system (was) was positioned and a 31 watchman flx laa closure device & delivery system (wds) were used. One partial recapture was performed. After meeting release criteria, the device was released. At that time, a proximal shift occurred but a complete seal remained. However, after the proximal shift, a device shoulder was noted at the ostium of the laa. No further intervention was performed and the patient was discharged.